Event description:
It was reported that during treatment, the renasys touch device had a charging problem, which caused the patient to stop the therapy until a back-up device was delivered. Treatment was completed with the back-up device.

Manufacturer narrative:
The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that during treatment, the renasys touch device had a charging problem, which caused the patient to stop the therapy. It is unknown how the treatment was completed. An injury to the patient was reported, but further details are not known.